Manufacturer narrative:
Product event summary: analysis could not confirm the reported event because the device would not power up. It was also noted that the upper case was broken, the lower case was broken and contaminated, the side bail covers, ring cover, side bails and ring were missing, the lead flex cover was scratched and contaminated, and the main printed circuit board (pcb) became hot when powered up with battery.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis noted a surge current fail. Conclusion: confirmed the power up failure due to an integrated circuit failure.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned on automatically after a few seconds of being off. The biomedical engineer of the hospital checked the device after a nurse reported. The biomedical engineer switch batteries 3 times, and each time the pacemaker turned on by itself about 5-6 seconds after it was turned off. When it turned on, the output were nominals. There was no patient involved, because the nurse noticed this before it was connected. The pacemaker was checked again and the device function correctly. It did not turn on again; it worked correctly. Secondly when the device was turned on, with a new battery, the display showed a "0" on the voltage and rate outputs and they could not be modified. Also, the atrial and ventricular leds (light emitting diodes) stayed turned on with the green led. Even though the battery was replaced, the problem continued. The device was returned for repair. No patient involvement or complications were reported.